Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported by the patient that they received twenty to thirty shocks from their device and wanted to have the implantable cardioverter defibrillator (ICD) turned off. No further information was available. The device remains in use. No further patient complications have been reported as a result of this event.